Event description:
Primary IV bag was siphoning secondary IV bag fluids away from the pump and into the bag. There was a primary bag (maintenance fluid). The secondary that was being infused was an antibiotic. When reviewed by staff and clinical engineering, the primary and seconday bags were hung in the correct configuration, to deliver a secondary (piggyback) and with the pump, a sigma spectrum, operating normally. Siphoning in this context is the secondary did not appear to be infusing, the infusion continued to be sourced from the primary in fusion bag. There were two secondary bag hangers in use, secondary was a 50ml bag, set to deliver between 1/2 to 1 hour. Appears back flow valve on primary set was not functioning properly.======================manufacturer response for seconday IV set, hospira (per site reporter)======================manufacturer provided rga# for product return evaluation.======================manufacturer response for primary IV set, hospira (per site reporter)======================manufacturer provided rga# for product return evaluation.